Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a black screen, it is unknown if the ventilator was connected to the patient. The service engineer (se) verified the event and replaced the backlight inverter printed circuit board (pcb), the unit passed all testing and operates within the manufacturing specifications.